Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended commanded shock testing. It was noted the patient was receiving dialysis and was at risk if induced. The physician elected to continue to monitor. This ICD system remains in service. No adverse patient effects were reported.